Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of the patient¿s death was not reported. It was not reported if an autopsy was performed or if the patient was performing pd therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date was an unknown date and month in 2001. The device was returned to baxter and an evaluation was completed. A device history record review revealed no issues that could have caused or contributed to the reported issue. The event history log review showed no keystrokes, programming, or use related events that would cause or contribute to the home patient passing away. During visual inspection, the unit cover and door cover were found stained. The unit and door cover were replaced. The power on self-test was successfully performed. A short simulated therapy was successfully performed. The device passed all check and calibration tests successfully during service. The cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.